Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11 corrected fields: d9 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like degradation, mechanical problems like wear and tear, stress or friction. These causes can occur between components such as connector/coupler, adaptor, mount, locking mechanism without any design or manufacturing issue could lead to connection/connectivity issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited poor contact at the connector mounting section. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.